Manufacturer narrative:
A non-sterile 3.50x23mm cypher select plus was received coiled inside a plastic bag. The stent was returned mounted in its original position without damages. The luer hub was returned cracked; a material part of the hub is missing on the thread area, where the crack is located. No more anomalies were found. During microscopic analysis a crack was observed from the hub's thread to the molding injection point. Meanwhile no anomalies were observed on the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of damaged stent could not be confirmed. Analysis did confirm hub crack and this failure has been linked to the manufacturing process. A CAPA has been opened to address this type of issue with the cypher products.

Event description:
Before the procedure, after that the device was taken out from its box, the user noted that it was damaged. In fact stent shows a visible bent. So device was reposed on box and the operation was carried out with a new device. The product was returned and during analysis, it was determined that the hub was cracked. The site confirmed that the hub crack was the initial complaint.